Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. It should be noted, the original reporting indicates the patient was implanted with a competitor femoral head and stem in conjunction with the reported depuy acetabular devices. This use of depuy devices is not recommended and is considered off label use. Review of provided patient x-rays finds the femoral head is riding eccentrically in the acetabular construct. The complaint report suggests that the femoral component in the x-ray is a competitor's product; using such product does not align with the design intent of the enduron liner. The investigation can draw no conclusion regarding the reported event with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: significant accelerated poly wear with osteolysis.